Event description:
It was reported that patient was seen with high impedance and has been referred for a full revision as a result. X-rays were taken and showed no visible anomalies. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
The patient underwent generator replacement. The patient was planned for a full revision but replacement of the generator resolved he impedance. The explanted generator is not available for return. The old 106 was not tested with a test resistor because the battery level was 11-25% so physician decided to go ahead and change it. Physician had decided to change out the battery any way as said above but he did go back and place the old 106 and check the impedance and was able to get a good impedance with the old battery. Although the high impedance was noted to resolve with the battery replacement, based on the values of the impedance being over 10,000 ohms and the generator and lead being implanted since 2017, incomplete pin insertion is not likely to have been the cause of the impedance issue. At this time with the available information, the cause of the high impedance is likely a microfracture of the lead and may have the potential to recur.